Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device and failure to achieve hemostasis. The reported retraction issue appears to be related to user error and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions: if resistance is met upon removal of the device, locate the two access ports on the lateral and medial sides of the device to release the locking mechanism on the thumb advancer. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 6fr sheath after an interventional procedure. Reportedly, following clip deployment, the starclose se device could not be removed from the vessel. The safety release was used; however, the device could still not be removed. The starclose se device could be removed after several tries of manipulation. Although, the clip of the starclose se device was deployed, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.